Event description:
A customer reported experiencing a low blood glucose event earlier in the day displayed as "low"; however, specific value was not provided. The customer consumed carbohydrates and a red bull to address the situation. Emergency services monitored the customer only and did not provide any type of assistance.